Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received three different cases from the same customer for this code-batch regarding the same issue. We manufactured and distributed in the market 7,164 units of this code-batch. There are no units in our stock. We have received four closed samples and one open sample where the thread measures 52cm and the end of the thread is damaged. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.75 kgf in average and 0.53 kgf in minimum (ep requirements: 0.31 kgf in average and 0.10 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 0.76 kgf in average and 0.70 kgf in minimum and fulfilled ep requirements. Remarks: when working with dafilon suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reports that the suture breaks easily during the suturing procedure. Several sutures were exchanged until the doctor was able to complete the procedure without tearing of the suture. Related cases: 3003639970-2021-00344,3003639970-2021-00346.